Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that we had a primary tubing set that was leaking and then snapped in half.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the y-site just below the pumping segment. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, this issue could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Possible lots were manufactured before actions implemented for a similar condition reported. Following actions were defined: an accessory was implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. Implemented on march 21st, 2025. A device history record review was performed for the possible lot numbers. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.